Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive to presses. Customer had elevated blood glucose levels (300 mg/dl). Customer stated they will use manual injections to stabilize blood glucose levels and for continued insulin therapy.